Manufacturer narrative:
This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.

Event description:
Patient reported that following a meal announcement for dinner, the device delivered a correction, and the patent then experienced a low blood glucose of 68 mg/dl for about one hour. The patient used oral glucose to resolve the event, and no alerts or alarms were noted. Symptoms included low blood glucose. Outcomes included normal temporary recovery after oral glucose and no medical intervention or hospitalization. Investigation included troubleshooting and user education regarding early learning-phase behavior. It was concluded that the event was related to therapy dynamics during the learning phase with cause of the hypoglycemia unclear, no device malfunction identified, and no device fault confirmed. The device has not been returned. If it is returned, it will be evaluated, and a supplemental report will be filed.